Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one ultra 2 meter read inaccurately high/erratic compared to his feelings and or normal results and when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 6:00 a. M. At an unspecified date/time, the patient obtained blood glucose readings of ¿87, 141 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 20%. The patient manages his diabetes with ¿liposite¿ and insulin (unknown type and dosage). It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient stated at 6:00 p. M. He developed symptoms of ¿numb, weak, and sweaty¿. The patient immediately self-treated with food and/or drink in response to the symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.